Event description:
A surgeon reported that, following bilateral intraocular lens (iol) implant surgery, a pt is unhappy and has a concern with luminosity and blur. The surgeon reported there were no medical or surgical interventions performed. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: the investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. (B)(4).